Event description:
It was reported that the patient presented in the hospital with implantable cardiac defibrillator (ICD) eroded and visible. The ICD was explanted. The patient was stable throughout.